Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the insulin pump had frozen display. Customer stated the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; if failed sleep current measurement test. No unexpected ¿low battery¿, ¿replace battery now¿, "power loss" errors, were noted during testing. Per visual inspection found traces of previous moisture on the back of the lcd display. There was a small amount of mold inside the aa battery connector. Device has a crack in the battery threads that runs horizontally inwards from the side just below the top of the case. The middle (enter) keypad button is also cracked.